Event description:
It was reported by service report that the scale was inaccurate. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot end right load cell was missing the connector screws, which had caused the load cell cable to detach from the cpu board.